Manufacturer narrative:
G4: 20jul2020. B4: (B)(6) 2020. D11: concomitant medical product updated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 07oct2020. The device was reported to be in clinical use at the time the reported issue was discovered and the unit was switched out; however, there was no reported patient or user harm submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22oct2020. B4: 05nov2020 . D4: UDI#:(B)(4). A power switch panel assembly was returned for analysis. Visual inspection of the power switch panel assembly revealed no evidence of damage or contamination. An investigation was performed, and the reported complaint of "check vent alarm led failed" was duplicated and is caused by a broken trace on the alarm (red) light emitting diode (led). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported a check vent alarm occurred. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The service technician confirmed the repair center observed the occurrence of "check vent: alarm light emitting diode(led) failed" alarm diagnosis code and the occurrence log within diagnostic report (drpt) and confirmed the power switch overlay needs to be replaced. The service technician replaced the power switch overlay, and the phenomenon was resolved. The service technician confirmed a fan guard was missing, so it was attached. At the customer's request, rubber feet were attached. A periodic maintenance 1 was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: oxygen inlet filter, inlet air filter, cooling fan filter no other abnormality was found. Overall checking, cleaning, run testing, and a function test was performed. The software was checked as version 2.30.